Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient removed sensor from insertion site. Upon sensor removal, patient reported that the sensor wire remained in skin. Patient's reported difficulty with insertion. Patient did not seek medical intervention. At the time of the call, patient reported being fine. Dexcom has issued an rga for patient to return device to be investigated.